Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a procedure, the pencil tip sparked and broke off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
B5: customer confirmed pencil tip did not break, it sparked. H6: device code updated h6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.

Event description:
It was reported that during a procedure, the pencil tip sparked and broke off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. It was subsequently reported that the pencil tip did not break, it sparked during a plastics closure after a spine case.

Event description:
It was reported that during a procedure, the pencil tip sparked and broke off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. It was subsequently reported that the pencil tip did not break, it sparked during a plastics closure after a spine case.

Manufacturer narrative:
H6: the quality investigation is complete.